Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c 303 analytical unit. Patient 1 initial result was 12.70%. The repeat result was 16.90%. Patient 2 initial result was 14.90%. The repeat result was 6.71%. Patient 3 initial result was 8.25%. The repeat result was 5.50%. The initial results were reported outside of the laboratory where the results were questioned and the samples were repeated the same day.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6). The field service engineer (fse) added an extra wash cycle (ewc) to the sample and reagent probes. The issue was not resolved. The investigation is ongoing.

Manufacturer narrative:
Multiple "abnormal aspiration" alarms were observed on the alarm trace data. The customer did not provide any additional information for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.